Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system had startup issues. Upon troubleshooting, the fse found that the host pc operating system (os) disk was running slowly. Considering, the fse stated the issue was with the host pc os disk. To resolve the issue, the fse replaced host pc os disk and restored the system ghost image, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had start up issues. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.